Event description:
The facility representative reported a flo-gard infusion pump with an occlusion. It is unknown when, or in which care area, this event occurred. This condition has the potential to be a false alarm. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).one actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be damage to the door latch. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.